Event description:
The surgeon attempted to implant an aq5010v silicone three piece lens but it tore prior to being inserted. There was no patient contact or injury. The nurse stated it was unknown as to why the lens tore. The contact was unable to provide the model and lot numbers of the injector and cartridge used.

Manufacturer narrative:
H6: evaluation: visual inspection of the returned product found the optic torn. There was evidence of surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.